Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported by the supply management team that the customer is on a pump break due to her pump giving too much insulin. The customer's doctor was considering a new pump for the customer. No further details were provided.